Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart. Error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify low battery alert due to blank display.

Event description:
The customer reported via phone call that the insulin pump had weak battery but no alarm for low battery. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.